Event description:
Pt had bilateral silicone gel breast implanted many years ago. Surgery performed on 1/9/97 for bi-lateral implant removal due to rupture and encapsulation of implants which appeared to have been ruptured for some time.